Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a telemetry anomaly and no magnet response. Premature battery depletion was suspected. The device was explanted and replaced. There were no adverse consequences to the patient and the patient was discharged.